Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and found that there was a loss of paxscan connection because the interface cable was bad. Replaced the interface cable - waited on-site to ensure system functioned for procedure. The system is now functioning properly. The interface cable was returned to the manufacturer for evaluation. Analysis confirmed complaint "network cable broken." Umbilical cable fails the gbit test, additionally, there are two broken wires associated with pins 5 and 7 at the lemo connector. Cable insulation exhibits yellowish discoloration. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system displayed a frame rate error message on the mobile view station (mvs). The user attempted to reboot the mvs application, then both the image acquisition system (ias) and mvs without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of 8 minutes. The patient was not impacted.